Manufacturer narrative:
Investigation in progress. No additional information available at this time. This is the 3rd event reported for this patient. Reference reports 2249697-2009-00054 and 2249697-2009-00055.

Event description:
Patient reported via e-mail that she underwent a "3rd surgery to remove the wires and place a plate and two screws to hold bone in place [following failed tubercule osteotomy]. I continued to see the surgeon every couple of weeks or a month with complaints that my knee was not healing and continued to swell and was very painful."